Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: september 17, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. The complaint device was inspected under magnification. Visual inspection of the suspect product found that the plunger rod was completely advanced and the plunger rod tip was bent/damaged in a way consistent with damage that may have occurred during shipping. The lens module was inspected and presented with no damage or viscoelastic residue. The lack of damage to the lens module indicated that the plunger rod damage likely occurred after lens delivery. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no resistance. No lens was received for evaluation. No further evaluation was performed. The complaint issues "difficult to use", "override" and "cosmetic issues" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5: unknown, information not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6) section g4 - this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was found on the preloaded monofocal intraocular lens (iol) optical surface after implantation. The surgeon noted slight resistance when the plunger was turned. The scratch was not well observed during the one day postoperative check up. The patient is being monitored. Additional information received indicated that a surgery video revealed that an intraoperative override had occurred and there was evidence that the plunger rod appeared to have pierced the optical surface of the iol. No further information was provided.